Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after inserting a new battery the insulin pump shut off. The customer inserted another new battery and the device turned on and alarmed battery out limit and after battery change. The customer's blood glucose reading was 242 mg/dl. The customer was sent a replacement battery cap and was advised to monitor the issue. The insulin pump was not replaced or returned for analysis.